Event description:
A surgeon reported that a patient had two intraocular lenses (iol) implanted in the same eye approximately 2.5 years ago. It was reported that cell growth was noted between the piggyback lenses. The lenses were removed. Additional information has been requested. The use of two lenses in one eye is not included in the labeling for this product.